Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the middle of the night. Reportedly, the customer's bg levels were below 60 mg/dl, and was treated with carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. Pump was taken out of shelf mode on (B)(6) 2017, there is no data between (B)(6) 2017. There were no erratic bolus requests or basal rate adjustments. Complaint could not be confirmed. There were no obvious deliveries or requests that would cause low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.